Manufacturer narrative:
Additional product code: hrs, jdp. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, when the curved condylar plate and the aiming arm was attached, it was not able to attach due to the strippage of the screw hole of the plate. While using the aiming arm on the new unknown plate, the neutral sleeves were not connecting to the harpoon. The pediatric aiming arm was outrigger. Procedure was completed successfully with ten(10) minutes delay. No patient consequence. This report is for one (1) interlckng bolt 4.5 va cond insertn hndl. This is report 3 of 8 for complaint (B)(4).